Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 10 ml of blue colored fluid leaked from the instrument and onto the counter while running startup. The operator was wearing personal protective equipment of gloves and lab coat when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed that the tubing had detached from fitting and was reattached by customer. The fse replaced tubing at pinch valve (pv49) connecting thru fittings, ff170 to ff179 to resolve issue. (B)(4).